Event description:
Patient reported both ER (emergency room) visit and hospitalizations. Patient confirmed he went in for his procrit shot at the md (doctor) and they checked his hbg (hemoglobin) levels and they were so low they sent him to ER (emergency room). In the ER (emergency room) they figured out he had severe irritation (short of having an ulcer) in stomach lining that was oozing blood in his stomach and extended his duodenum. He was in hospital for a week and a half and patient is now on protonix and irritation/bleed has stabilized. Dates are unknown as not reported. Last year pt (patient) had stent put in his heart and stent is beginning to be blocked again (grabs scar tissue and blocks it) has appointment for day surgery (B)(6) 2024 to replace his stent. He confirmed md (doctor) lazowski started ER process and is aware of his hospital visit/condition. Pt was having significant fatigue and fatigue has improved. He is being monitored and his next labs are tomorrow and confirmed he is continuing procrit. No further information given. Reported to (B)(6) by: patient/caregiver.